Event description:
Reported due to pseudoaneurysm. In 2006, a pt had a right femoral arteriotomy closure using a chito-seal following an interventional procedure (left heart catheterization). The pt was diagnosed with a pseudoaneurysm at the arteriotomy site five days later. Method of diagnosis and treatment are unk.

Manufacturer narrative:
The device was not returned and there was no lot info. Co was not able to perform device inspection or device history record review in this case.